Manufacturer narrative:
The delivery set used at the time of the failure was not returned with the pump. The system testing for this pump was reviewed and found to be functioning normally. All alarms functioned according to specs. Volumetric accuracy was found to be within spec. Several tests were run with water, pediasure and kid essentials at the settings used by the customer. Each time when the bag was empty, the pump stopped and alarmed. No food or dose done. The door sensor worked properly during testing. The customer complaint could not be duplicated.

Event description:
Info received indicates, the pump continued to run when there was not food, and also stated 'close door' when door is closed.